Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion at l4-l5. It was reported that the threads on the set screw and bone screw were damaged so that final torquing was not possible. Both screws were removed and replaced. No patient complications were reported.